Manufacturer narrative:
H.6. Investigation summary: the lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. H3 other text : see section h.10.

Event description:
It was reported that before use of the unspecified bd¿ syringe the stopper and the plunger were damaged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: professional opening package presented syringe with stopper of the plunger damaged.

Manufacturer narrative:
D.3. Medical device manufacturer: becton dickinson ind. Cirurgicas ltda. G.3. Manufacturing location: becton dickinson ind. Cirurgicas ltda h3 other text : see section h.10.

Event description:
It was reported that before use of the unspecified bd¿ syringe the stopper and the plunger were damaged. Foreign complaint the following information was provided by the initial reporter, translated from portuguese to english: professional opening package presented syringe with stopper of the plunger damaged.

Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that before use of the unspecified bd¿ syringe the stopper and the plunger were damaged. Foreign complaint the following information was provided by the initial reporter, translated from (B)(6) to english: professional opening package presented syringe with stopper of the plunger damaged.